Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in a retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left open treatment for first metatarsal fusion, the tip of the threaded wire broke during insertion. It was attempted with a second wire, this tip broke also. The surgeon was able to use non-cannulated screws to fix it. There was no delay. The tips of both wires were not retrieved and were left in patient. The surgery was otherwise completed successfully. This complaint involves two devices. This report is 1 of 2 for (B)(4).